Manufacturer narrative:
The insulin pump alarmed button error and intermittent buttons response due to corroded keypad traces. The following cosmetic damage was noted: minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and cracked case at the reservoir tube window corner.

Event description:
Customer's father reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 190 mg/dl. Customer was attempting to prime and none of the buttons were responding. Customer's father stated the customer was in a car accident about six months prior to the alarm occurring. Customer wasn't injured and the device was functioning fine. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. He agreed to return the device for analysis.